Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was unable to establish telemetry. The ipg remains in use. No patient complications have been reported as a result of this event. It was reported that the remote monitor was unable to establish telemetry and the screen only indicates to sit the reader over the implants and it beeps. Troubleshooting steps were taken to no avail. The caller was referred to the clinic to have the implanted device as well as the remote monitor to be interrogated. The remote monitor  remains in use.